Manufacturer narrative:
The device was returned to olympus for evaluation. During the incoming inspection, an error e04 (irregularity with offset data) was found and was caused by the printed circuit board (cr board), however other functions were working correctly. Due to a system failure of the cr board, the supply pressure sensor did not work properly. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the high insufflation unit pressure was too high, and the alarm triggered during surgery. The issue occurred during an unspecified procedure. The procedure was completed with no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.